Event description:
According to the reporter: the patient alleged injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the patient alleged injury. Reason for mesh implantation: stress urinary incontinence procedure (s) performed: laparoscopic retropubic urethropexy.